Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the biphasic pcb assembly, which was found to have burned components.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing biphasic module and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.